Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during lesion dilatation in the superficial femoral artery the balloon burst at 6 bar. The balloon was completely removed from the body without difficulty and dilatation was completed using another device. There was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete.